Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. No. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2025 and suture was used. During the suture preparation stage, the assistant nurse carefully examined the suture and the needle according to the routine procedure, and no apparent abnormality was found in appearance, and then handed it to the main surgeon. The doctor started to suture the wound, and when suturing to the middle of the wound, the suture suddenly broke. The doctor immediately stopped the operation and examined the fractured suture. It was found that there was no obvious external force pulling trace at the broken site, which was not caused by improper operation. Since the suture was broken and the original suture process was interrupted, the doctor had to rearrange the wound tissue and replace a new suture to continue the suture. However, during the replacement of the suture, the patient experienced slight nervousness and restlessness due to prolonged wound exposure and slight shaking of the body, which further increased the difficulty of suturing. There were no post operative complications reported. Additional information was requested.